Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer's niece alleges her aunt used her heating pad in bed for lower back pain; then fell asleep and awoke to a burn on her right buttock. There was not a report of property damage with this incident.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/folded which shows abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "do not place anything over the heating pad while in use or plugged in, such as a towel, blanket, clothing, or any other insulating material, and never allow heating pad to wrap around itself. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer's niece alleges her aunt used her heating pad in bed for lower back pain then fell asleep and awoke to a burn on her right buttock. There was not a report of property damage with this incident.